Event description:
In 2004, a craniotomy was performed on a pt for a subarachnoid hemorrhage. At one point during the procedure the neuro guide broke which resulted in a brain contusion leading to a speech disorder.